Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. In the initial medwatch, the statement regarding the alarm trace in h11 additional narrative should have been: "the alarm trace showed an 'abnormal aspiration (sample pipetter s1)' alarm. This is an indicator of a possible poor sample quality. Instead of: "the alarm trace did not show any alarms that would indicate a sampling or instrument issue at the time of the sample measurement." The aspartate amino transferase, altp gen.2 assay, albumin gen.2 assay, and creatinine jaffe gen.2 calibrations were acceptable. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit. The specific cause of the event could not be determined.

Manufacturer narrative:
The aspartate amino transferase reagent lot number was 85539001 with an expiration date of 28-feb-2026. The albumin gen.2 reagent lot number was 85575001 with an expiration date of 31-may-2026. The creatinine jaffe gen.2 reagent lot number was 84593601 with an expiration date of 31-aug-2026. The cobas c 503 analytical unit serial number was (B)(6). The qc was in range prior to the event. The alarm trace did not show any alarms that would indicate a sampling or instrument issue at the time of the sample measurement. The field service engineer inspected the sample probe. He wiped down the sample probe. He then performed mechanical checks and precision studies, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with aspartate amino transferase assay, altp gen.2 assay, albumin gen.2 assay, and creatinine jaffe gen.2 assay on a cobas c 503 analytical unit. This medwatch will apply to the altp gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the aspartate amino transferase assay and to the medwatch with a1. Patient identifier (B)(6) for information related to the albumin gen.2 assay and to the medwatch with a1. Patient identifier (B)(6) for information related to the creatinine jaffe gen.2 assay. Aspartate amino transferase: initial result: 22.4 u/l. Repeat result: 36.5 u/l. Altp gen.2: initial result: 12.5 u/l. Repeat result: 82.3 u/l. Albumin gen.2: initial result: 2.94 g/dl. Repeat result: 3.99 g/dl. Creatinine jaffe gen.2: initial result: 1.49 mg/dl. Repeat result: 0.726 mg/dl. The physician questioned the creatinine jaffe gen.2 results, and the sample was then repeated. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.